Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that an increase in pacing impedance was observed on the left ventricular (lv). The lv lead was alleged to be inadequately inserted into the device header. During a revision procedure, the lv lead was detached and reattached back into the device header to resolve event. The patient was stable with no consequences.